Manufacturer narrative:
(B)(6). Complaint conclusion: the coil was returned undamaged. The core wire protrudes outside the sheath at the distal tip of the skive. There is no mechanical sheath damage that would have opened up the skive. The circumstances of how this damage occurred cannot be determined. The most likely contributing factor to the coils resistance inside the unknown microcatheter may have been due to distal interference inside the microcatheter. This may have caused the core wire to protrude outside the sheath. In this condition the coil cannot be advanced or resheathed. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance could not be confirmed without return of the involved microcatheter, and the damage to the returned device prevented any additional functional testing. The root cause of the resistance could not be determined; however, procedural/handling factors may have contributed to the event. There was no evidence that the event was related to a manufacturing issue; therefore, no corrective action will be taken at this time. This is an initial/final MDR.

Event description:
During coil embolization of the anterior communicating artery aneurysm, the surgeon felt friction at the hub of the unknown microcatheter when he pushed the deltapaq cerecyte microcoil (cdff10030630/m10481) into the unknown microcatheter; however, the coil had exited the distal end of the microcatheter. The surgeon had to remove the coil and the microcatheter as a unit and changed to a new coil to complete the procedure. It was reported that a constant flush had been maintained through the microcatheter. The products did not appear damaged after removal with no coil kink, bend or premature detachment. There were no patient adverse events.